Manufacturer narrative:
Date of event: approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient reported feeling drastic changes in stimulation intensity starting a couple of days ago. When the patient changed their position ever so slightly they would have no stimulation or very strong stimulation. The patient would lean forward and stimulation felt off and then lean another way and it was more intense. There was nothing that prompted this change and the patient confirmed they had no falls or traumas. The manufacturer representative met with the patient on (B)(6) 2019. Programming was changed and adaptive stimulation (as) was turned off but the issue continued. Imaging of the lead was performed and nothing had moved. Imaging of the ins was requested. No further complications were reported.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-aug-15 from the health care provider (hcp) via a manufacturer representative reporting that the lead imaging showed the both leads covering t11 and t12 with the right lead showing less than half the size of an electrode movement down. Stimulation and coverage still remains the same. Patient just noticed drastic changes with stimulation with slight movement. At times the stimulation would feel as if it disappeared and at other movements the stimulation would feel like it was too strong for the patient. The cause was noted to be unknown. There were no additional actions from programming performed. The hcp was going to see how the patient did with adaptive stimulation settings off and with new programs. No further complications were reported.